Manufacturer narrative:
Event summary: patient data files showed at least six injections were performed with catheter 2af284/67333 without any system notice on the date of the event visual inspection of the mapping catheter, 990063-020 / 214483807, showed the shaft was broken at middle of the shaft most likely was kinked before it was broken. No ECG signal wires were broken inside the shaft. The loop and the tip of the achieve catheter was intact with no apparent issue. In conclusion, the reported issues (catheter kink, compatibility) were confirmed. The mapping catheter failed the returned product inspection due to a broken shaft. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter experienced resistance when inserted into the balloon catheter and the tip of the mapping catheter was kinked. The mapping catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.